Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient ((B)(6)) experienced pain at the ipg site due to post procedure fat necrosis over the ipg. As a result, surgical intervention was taken on (B)(6) 2016 wherein the ipg was buried deeper which resolved the issue. The patient was hospitalized for a night due to the procedure. It was also noted the patient is a clinical study patient.